Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that while making the incision the knife did not cut. The surgeon was able to complete incision with a new knife. The case was completed with no harm to the patient. A sample is not available. This is the third of five reports from this facility.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of knife without cut; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Photos were reviewed by the manufacturing site. Photo is only of two tyveks, which confirms the reported product and lot numbers. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).